Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported this literature had been communicated with the surgeon in (B)(6) hospital, and the adverse events mentioned in the article were not directly related to medtronic equipment/products.

Event description:
Qi y, sun y, wang y, et al. The application of ¿stilted building¿ technique in the embolization of aneurysms with secondary branches. Biomed research international. 2021;2021:9976541. Doi:10.1155/2021/9976541. Medtronic literature review found a report of patient complications in potentially association an echelon microcatheter, rebar catheter, and hyperglide balloon catheter. The purpose of this article was to evaluate the curative effect and safety of the ¿stilted building¿ technique, in which a larger diameter coil that is slightly larger than the diameter of the aneurysm was chosen to form a stable internal frame to support the sidewall of the aneurysm and the wall of the branch artery, resembling the pillars of the ¿stilted building¿ and providing a strong support point for the aneurysm to later be filled with coils. Twenty-five patients (18 female, mean age (B)(6) years) were included in the retrospective study. All 25 patients successfully underwent aneurysm embolization. No aneurysms recurred among the patients who completed the follow-up. A patient with a right posterior communicating aneurysm died of postoperative ventricular fibrillation.

Manufacturer narrative:
Qi y, sun y, wang y, et al. The application of ¿stilted building¿ technique in the embolization of aneurysms with secondary branches. Biomed research international. 2021;2021:9976541. Doi:10.1155/2021/9976541. See manufacturer report # 2029214-2021-01566 and 2029214-2021-01567 for other events mentioned in the article. If information is provided in the future, a supplemental report will be issued.